Manufacturer narrative:
William cook europe initially reported event under MFR report #3002808486-2016-01387. Information was received identifying that the product was a cook inc. Product. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It is alleged that "[pt] received a gunther tulip filter on (B)(6) 2012." This additional information was received on (B)(6) 2017 as follows: plaintiff allegedly received an implant on (B)(6) 2012 via the right common femoral vein due to dvt. Plaintiff has not indicated any specific outcomes attributed to device but is alleging anxiety related to the device.

Manufacturer narrative:
Investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿anxiety". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.